Event description:
It was reported via repair work order that there was fluid intrusion due to the top cover of the mattress being punctured. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Mattress cover was replaced.